Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. 922611) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("heavy tiredness"), swelling ("swelling") and weight increased ("weight increased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, fatigue, swelling and weight increased outcome was unknown. The reporter provided no causality assessment for weight increased with essure. The reporter considered abdominal pain lower, fatigue and swelling to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: abdominal pain lower: the analysis revealed 1079 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure (batch no. 922611) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fatigue ("heavy tiredness"), swelling ("swelling") and weight increased ("weight increased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain lower, fatigue, swelling and weight increased outcome was unknown. The reporter provided no causality assessment for weight increased with essure. The reporter considered abdominal pain lower, fatigue and swelling to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pts: abdominal pain lower: the analysis revealed 1155 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6): quality safety evaluation of ptc. On (B)(6): further information is not available incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.